Event description:
It was reported that there was an under infusion of fentanyl. At 2251, blood was noted in pca pump syringe, wasting 2 ml of fentanyl, the volume to be infused (vtbi) was 40.2 ml. At 0200, vtbi read 39.9 ml. At 0307, the patient complained of "7/10 pain" requiring a bolus of 10 mcg of fentanyl, vtbi then read 40.4. Pca pump was changed and final vtbi read 40.1 ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during pca module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Per bd design requirements, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. A bd 50 ml syringe with a volume of 48.3 ml was loaded into the incident pca module, as observed during the review of the pca module event log. The pca recognized the syringe and the right vtbi. On (B)(6) 2024 at 4:33:29 pm the syringe type was bd 50 ml with a volume to be infused (vtbi) of 48.3041 ml. The rate was 0.1 ml/hr in continuous mode. Fifty-two (52) minutes later a bolus dose was administered to the patient, the vtbi of the infusion was 47.7184 ml. At 9:40:57pm a bolus dose was administered to the patient, the vtbi was 47.0941 ml. On (B)(6) 2024 at 10:46:35 there was a continuous infusion with a rate of 0.1 ml/hr with a vtbi of 42.1951 ml, then the user restarted the infusion. From 3:08:33 am through 3:12:34 am the door was opened and closed multiple times, the infusion was restarted, then the user selected the bd 50 ml syringe with a vtbi of 40.6597 ml. At 3:33:18 am the user paused the infusion, then restarted it. The program was completed. The missing fb2 component from the logic board force sensor is probably associated with the reported issue. Review of the pca module error log showed no errors were recorded on the reported event date. The syringe and pca module administration set were not returned for investigation; therefore, they could not be inspection and testing. The alaris system user manual v9.x notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded. Use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause for the reported under infusion is suspected to be associated with the pca door opening events with the syringe potentially accessed during this period. Note that imdrf annex a0401, g02017, c07, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of fentanyl. At 2251, blood was noted in pca pump syringe, wasting 2 ml of fentanyl, the volume to be infused (vtbi) was 40.2 ml. At 0200, vtbi read 39.9 ml. At 0307, the patient complained of "7/10 pain" requiring a bolus of 10 mcg of fentanyl, vtbi then read 40.4. Pca pump was changed and final vtbi read 40.1 ml. There was patient involvement but no harm.